Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator. It was reported that the patient¿s implantable neurostimulator (ins) was replaced shortly after implant because it was ¿not working/not doing what it was supposed to.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.